Manufacturer narrative:
(B)(6). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. Baxter is working with this customer to address the reported clotting of IV PICC lines. Baxter has attempted to obtain additional event details to assist in further understanding the infusion set up and clotting issue. The customer has stated that facility is currently attempting to address this issue without assistance; however baxter will continue to obtain info and assist the customer. MFR report numbers - 1314492-2013-00087, 1314492-2013-00088, 1314492-2013-00089, 1314492-2013-00090, 1314492-2013-00091, 1314492-2013-00092, 1314492-2013-00093 and 1314492-2013-00094 are related events for this customer. At this time, the date of event is unk.

Event description:
It was reported that during an infusion (medication, programmed amount and delivery rate unk) a pt's PICC line clotted. The customer stated that the PICC line needed to be replaced.